Event description:
Approximately 15 minutes following insertion of lma but prior to the surgeon making an incision, the patient began to desaturate while breathing spontaneously. When an attempt was made to remove the lma from the patient, the anesthesiologist was unable to deflate the cuff. The lma was removed from the patient with the cuff inflated. The patient's oxygenation returned to normal and the surgery was rescheduled. There was no injury to the patient.